Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) "underinfusion." "New admission; neuro patient on 25mls/hr 8mgs noradrenaline to sustain cpp >60mmhg. Decision made to switch to double strength noradrenaline due to increasing inotropic demands. Fortunately the bed side nurse was organised and had prepared and primed the line for the new noradrenaline infusion. Suddenly, with no prior warning the braun pump stopped infusing the noradrenaline and started to continuously alarm with the message 'device alarm! 2013 hold down to switch pump off'. Subsequently; the patient's blood pressure dropped until the noradrenaline was reinstated leaving him with a cpp of around 35 for approximately 2 minutes. "